Event description:
The customer reported when the table extension is removed, the table will not move. Table extension error is showing. No patient injury was reported.

Manufacturer narrative:
The service rep adjusted s16 microswitch for the table extension arm. System now working properly.